Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 596 mg/dl. The customer had symptoms such as thirst vomiting and treated with manual injection. Customer's blood glucose value was 292 mg/dl at the time of the call. Customer reported that infusion set continued to detach from quick release during the day and night. Customer was advised to return set for analysis and that they would be replaced.